Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012, customer reported that they had a crack in their total bilirubin cartridge when their instrument experienced an unknown failure mode. No exposure or injuries were reported, and no erroneous patient results were reported. Beckman coulter shipped a new replacement cartridge to the customer. No further issues have been reported.